Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Device interrogation and chest x-ray revealed that the right atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.